Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer shut down and would not print. These parts were replaced and the programmer passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would suddenly shut down during active interrogation sessions. The printer was also not working. The programmer was returned for service. No patient complications have been reported as a result of this event.